Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain ECG via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and ECG stressed testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did show evidence of the user trying to obtain a signal through the electrode pads. The log showed frequent check pads/poor pad contact messages. Which can mean that there was poor coupling between the electrode pads and the patient's skin. However, this could not be firmly established as the electrode pads were not returned as part of this investigation. The clinical log data was not available for review. No trend is associated with reports of this type.